Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe had no cutting performance during vitrectomy surgery. The surgery was completed after replacing the probe with another one. The condition of aspiration was normal. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Upon visual inspection of the probe, the grey radio frequency identification(rfid) was occluded with adhesive that likely prevented pneumatic actuation of the cutter. The grey rfid is bonded to the pneumatic driveline of the probe that provides a flow path for the cutting action of the probe. The assembly step for this process is performed by a vendor assembler. The root cause of the customer¿s complaint is related to a bonding error that occurred during the supplier¿s manufacturing process. An action has been opened for the vendor to determine a root cause and implement appropriate corrective action for complaints of a similar nature. The supplier manufacturer has been notified and made aware of this complaint issue. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).